Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the information provide, there was not any device issue during use. This is a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the onyx material was used with a competitor catheter that was not dmso compatible. During the procedure it was identified that the onyx leaked from a hole in the catheter. The patient underwent embolization treatment for a middle cerebral artery. It was reported that onyx was prepared per the IFU. There was slight resistance when the onyx was injected into the catheter. The vessel anatomy was normal in tortuosity. 1 minute¿s pauses were made during the onyx injections. The catheter rupture was in the distal portion where apparently there is a material change. The onyx material did move into an undesired location and the patient was symptomatic post the intervention. The specific symptoms were not provided by the treating physician.